Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm sound is very low. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom service technician inspected the bed and found a defective scale patient position monitor board. The board was replaced and the bed functioned as expected. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. A search of the hill-rom maintenance records shows that annual preventive maintenance was performed 2009-2013.